Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and the balloon was tightly wrapped. The hypotube was kinked 35.5cm from the strain relief. Inspection under magnification revealed there was a balloon pinhole over the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated however, the balloon did not inflate on the first inflation. It was suspected that the balloon had ruptured during insertion. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was inflated however, the balloon did not inflate on the first inflation. It was suspected that the balloon had ruptured during insertion. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.